Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs ipg stopped communicating after the pt fell on her scs ipg pocket site and subsequently became non-functional. Follow-up identified the pt's scs ipg was explanted and replaced, which resolved the issue.